Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a rash. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother reported that the rash looked like a burn, was flaming red, crusted, weeping and scabbed over. On (B)(6) 2016, the patient's mother took the patient to the urgent care for the reaction. No medication was prescribed but it was advised that the affected area be treated with over-the-counter benadryl. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.